Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated she was able to prime but the buttons kept the screen scrolling. Customer was at a baseball game at the time of the alarm. Blood glucose value was 110 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. Device received with cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.